Event description:
Aminophylline was ordered to run at 7ml/hr. Medication was hung at 1500 at 1830 pt was found with approx 50 cc left out of 200cc bag. Pt was infused at approx 9ml/hr. Infusion pump was set and locked at 7ml/hr. Pt experienced nausea and vomiting.